Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported, during an unspecified procedure, the subject device cautery function failed on the snare when attempting to remove polyp. The snare had no electrical function and the surgeon was unable to remove the snare from the polyp after multiple attempts. The surgeon was unable to remove the snare as it was impacted in the tissue. It was manually removed. There was an unspecified delay in the procedure. A request for additional information is in progress.

Manufacturer narrative:
The initial report has been determined to be a duplicate of mfg report 9614641 - 2022 - 00450.